Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during installation of the device, the connection would cut on and off when the cable base is moved. There was no patient involvement.

Manufacturer narrative:
Per evaluation findings by the manufacturing site: the technical investigation confirmed the fault description reported by the customer. The following faults were identified: loose connection on the cable. As described by the customer, a functional test was carried out in accordance with the instructions for use prior to use, during which a loose connection on the cable was detected. As we have no other products that indicate that the cable was already defective upon delivery, we assume that this is an operating error in which the cable was subjected to excessive stress during preparation or use, causing it to be damaged. This event is filed under internal complaint ID (B)(4).